Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability, erosion, blood loss, recurrent urinary incontinence and additional surgeries.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer filed report - (B)(6).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced erosion of vaginal sling in the left vaginal sulcus (erosion), exposed sling, vaginal bleeding, ¿thinning of her epithelium over the sling in the left sulcus¿ mesh exposure, pain with intercourse, sitting, walking, along the left anterior and sometimes around the posterior vaginal wall, pain, discomfort in the genital region (abdominal pain), dyspareunia, pelvic pain (pain), urinary frequency, depression, anxiety, ¿feelings of frustration¿ (emotional changes), constipation, urine leakage, heaviness/dullness/bulge in vagina, strains/push on vagina/rectum to complete a bowel movement, insomnia, stress urinary incontinence, calcifications, foreign body reaction and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced foreign body in patient, extrusion, unspecified urinary problems, vaginal scarring (scar tissue), blood clots in urine, aching, vaginal rent, atrophic vaginitis, tenderness, leukocytes in urine, vaginal pressure, rectal pain, foreign body sensation, ovarian nodule, defects, ambulation difficulties, vaginal paleness and nocturia.